Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went into a ventricular tachycardia (vt)/ventricular fibrillation (vf) rhythm. The device delivered a shock which slowed the rhythm, but then the rate accelerated, and the next two shocks did not convert the rhythm. The fourth shock slowed the rhythm, but the rate accelerated again, and a fifth shock was delivered. The fifth shock accelerated the rhythm and another shock was delivered which slowed the rhythm. The rate accelerated again, and a seventh shock was delivered which did not convert the rhythm. Technical services (ts) discussed troubleshooting options. Information was provided that the device would be explanted and replaced. No additional adverse patient effects were reported. The device remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated.